Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: baker¿s grade unknown capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced left sided baker¿s grade unknown capsular contracture post procedure. The patient wanted to correct the capsular contracture and put a larger implant to fix the asymmetry. As a result she had the implant replaced with an unknown implant on (B)(6) 2019. Note: this event related to manufacturer report number: 1645337-2020-13023.

Manufacturer narrative:
On december 28, 2020, mentor became aware than unintentionally not selected g2. On initial submission. Manufacturer¿s reference number: (B)(4). G2. Report source is health professional.